Manufacturer narrative:
Evaluation summary: it was caused due to a physical damage applied on the scope. This report is being filed as part of the pentax backlog management plan.

Event description:
During the leaking test, the scope was leaking. This event occurred at the time of before use. There was no report of patient harm.